Event description:
It was reported that during a surgical procedure at the user facility that the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event. Additionally, it was later determined during device testing by a manufacturer service technician that the device displayed a bias current error.

Manufacturer narrative:
Follow-up report to document device evaluation results. Additionally, the manufacturer's device evaluation determined that the device displayed a bias current error.

Event description:
It was reported that during a surgical procedure at the user facility that the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.